Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited multiple noise reversion episodes due to oversensing. The physician elected to reprogram the device. On (B)(6) 2017 the patient presented to the clinic for another follow-up. A chest x-ray was performed but no anomalies were noted. When the patient lifted their arm over their head, ventricular oversensing was noted. The device was again reprogrammed. All lead testing and measurements then exhibited normal ranges. The patient was in stable condition and would continue to be monitored.